Event description:
It was reported that during surgery the deep-fluted 13.0mm end cutting reamer broke inside patient. A little piece of the broken device was left inside the patient. It is unknown how the procedure was finished.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation but the pictures were reviewed and according to the clinical/medical investigation the breakage can be confirmed, with a piece of the reamer broken off and apparently missing from the photo. A second (radiologic image) photo was also reviewed and appears to support the complaint of a ¿little piece¿ of the device left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical root cause of the reported reamer breakage could not be determined. The end cutting reamers are manufactured of 17.4 ph stainless steel and are intended as externally communicating devices which are not approved for long term internal tissue exposure; therefore, long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.